Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted (lot no. B40017) for female sterilisation. The patient had a medical history of iron deficiency, vitamin d deficiency, candidiasis of skin nos, external hemorrhoids, anemia, neck pain, morbid obesity, polycystic ovaries, hypothyroidism, migraine, vaginal infection, fatigue, back pain, vulvitis, acne, clot blood, gastric bypass, bloating, headache, leukorrhea, bacterial vaginosis, itching, absence of menstruation and abdominal cramps. Previously administered products included: terconazole. The patient had a family history of diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3125 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Discrepancy noted : insertion date as per argus (B)(6) 2014 as per mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2015: vaginal itching medical history: premenstrual syndrome: yes symploms experienc,I ng: headache, bloating menses monthly yes abnonnal pap findings: lgsll [hysterosalpingogram] on (B)(6) 2014: findings indicative of occluded fallopian tubes biltateraly with essure contraceptive device tn place.there are essure devices noted in the fallopian tubes bilaterally. The fallopian tubes fail to opacify. They appear occlude [pathology test] on (B)(6) 2022: histology: tissue- fallopian tube procedures: ((B)(6) 2022) tissues: a. Fallopian tube, right ¿ right fallopian tube b. Fallopian tube, left ¿ left fallopian tube final diagnosis: a. Right fallopian tube, sterilization: -complete cross-section identified. B. Left fallopian tube, sterilization: -complete cross-section identified. -multiple levels reviewed. Gross description: the lumen of the tube measures less than 0.1 cm in diameter an contains a metallic essure coil towards the distal end. An essure coil is present within the distal end of the specimen. [Ultrasound pelvis] on (B)(6) 2020: unremarkable ultrasound of the pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted (lot no. B40017) for female sterilisation. The patient had a medical history of iron deficiency, vitamin d deficiency, candidiasis of skin nos, external hemorrhoids, anemia, neck pain, morbid obesity, polycystic ovaries, hypothyroidism, migraine, vaginal infection, fatigue, back pain, vulvitis, acne, clot blood, gastric bypass, bloating, headache, leukorrhea, bacterial vaginosis, itching, absence of menstruation and abdominal cramps. Previously administered products included: terconazole. The patient had a family history of diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3108 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Discrepancy noted: insertion date: as per argus (B)(6) 2014. As per mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2015: vaginal itching. Medical history: premenstrual syndrome: yes. Symploms experiencing: headache, bloating. Menses monthly yes. Abnonnal pap findings: lgsll. [Hysterosalpingogram] on (B)(6) 2014: findings indicative of occluded fallopian tubes biltateraly with essure contraceptive device tn place.there are essure devices noted in the fallopian tubes bilaterally. The fallopian tubes fail to opacify. They appear occlude. [Ultrasound pelvis] on (B)(6) 2020: unremarkable ultrasound of the pelvis. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: mr received: lot number added, reporters information patient medical history and lab data were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted (lot no. B40017) for female sterilisation. The patient had a medical history of iron deficiency, vitamin d deficiency, candidiasis of skin nos, external hemorrhoids, anemia, neck pain, morbid obesity, polycystic ovaries, hypothyroidism, migraine, vaginal infection, fatigue, back pain, vulvitis, acne, clot blood, gastric bypass, bloating, headache, leukorrhea, bacterial vaginosis, itching, absence of menstruation and abdominal cramps. Previously administered products included: terconazole. The patient had a family history of diabetes. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3125 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff suffers from severe and permanent injuries. Discrepancy noted: insertion date: as per argus (B)(6) 2014; as per mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2015: vaginal itching. Medical history: premenstrual syndrome: yes. Symploms experiencing: headache, bloating. Menses monthly? Yes. Abnonnal pap findings: lgsll. [Hysterosalpingogram] on (B)(6) 2014: findings indicative of occluded fallopian tubes biltateraly with essure contraceptive device tn place.there are essure devices noted in the fallopian tubes bilaterally. The fallopian tubes fail to opacify. They appear occlude [pathology test] on (B)(6) 2022: histology: tissue- fallopian tube. Procedures: ((B)(6) 2022). Tissues: fallopian tube, right ¿ right fallopian tube; fallopian tube, left ¿ left fallopian tube. Final diagnosis: right fallopian tube, sterilization: complete cross-section identified. Left fallopian tube, sterilization: complete cross-section identified. Multiple levels reviewed. Gross description: the lumen of the tube measures less than 0.1 cm in diameter an contains a metallic essure coil towards the distal end. An essure coil is present within the distal end of the specimen. [Ultrasound pelvis] on (B)(6) 2020: unremarkable ultrasound of the pelvis. The most recent follow-up information incorporated above includes data received on: 30-oct-2023: reporters, lab data, indication, drug stop date, and event onset date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.